Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was not confirmed. In addition to the reported in b5, the device evaluation found the following: due to clogging of the nozzle the air supply volume did not meet the standard value, due to clogging of the nozzle the water removal ability did not meet the standard value, due to wear of the angle wire the bending angle in the up direction did not meet the standard value, due to wear of the angle wire the play of the up/down knob was out of the standard value, the adhesive on the bending section cover rubber had a chip and a crack, the scope connector cover unit had a scratch, the flexibility adjustment ring had a scratch, the right/left and the up/down knobs both had a scratch, the lock engagement knob and lever both had a scratch, the suction cover had a scratch, the switch box had a scratch, the plastic distal end cover had a scratch, the scope connector had discoloration and a scratch, the universal cord had a scratch, the grip had a scratch, the control unit had discoloration, the control unit had a scratch, and the connecting tube had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus that the evis lucera elite colonovideoscope had a defective air/water supply. There were no reports of patient or user harm associated with this event the device was returned to olympus for a device evaluation and foreign material was found in the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the nozzle could not be identified and a definitive root cause of the issue could not be determined, as there was no device deformation that might result in the retention of foreign material and no additional facility device reprocessing information was reported or available, however, the issue was likely the result of insufficient device cleaning/reprocessing. The event may be detected/prevented by following the instructions for use sections below: chapter 3 preparation and inspection of the instruction manual gif/cf/pcf-290 series operation edition. Gif/cf/pcf-290 series cleaning/disinfection/sterilization chapter 5 reprocessing of endoscopes (and accessories that are reprocessed together). Reprocessing survey info: - device was cleaned, disinfected, and sterilized before being sent to olympus - was there a delay in the start of pre-cleaning: unknown - air/water nozzle was flushed with water and air: unknown - were there abnormalities in the accessories used for reprocessing: unknown - did the customer pre-soak in detergent solution: unknown - was wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges: unknown - did the customer flush the air/water nozzle / channel with the detergent solution: unknown. Olympus will continue to monitor field performance for this device.